Event description:
The device was used to treat a pt. Reportedly, the pt was in atrial fibrillation and a synchronized countershock was delivered. The pt was not converted on the first attempt and a second synchronized cardioversion was attempted, however, the device operator did not place the device back into sync mode following the first countershock. The pt received a unsynchronized countershock and went into ventricular fibrillation. Several defibrillation countershocks were required to convert the pt to a normal sinus rhythm. No adverse effects to the pt were reported as a result of the reported event.